Manufacturer narrative:
One single dpt vamp jr. Kit with attached non-edwards stopcock was received for evaluation. Blood was visible inside proximal and non-edwards stopcock. The reported event of vamp system tubing disconnected was confirmed. Pressure tubing had been detached from bond joint with vamp jr proximal stopcock. Indication of bonding material was evident on tubing bond surface area of both tubing and stopcock female luer. Tubing original diameter, 0.1100 in, measured near the point of detachment, was within specification. No other visible damage was observed from the kit. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, an image evaluation has been completed which shows the tubing detached from a bonded connection. Upon receipt of the device and subsequent evaluation in the laboratory a supplemental report with be forthcoming with the evaluation details and device history results when received.

Event description:
It was reported that while using this vamp jr. The patient had a uac placed with fluids infusing as ordered. The uac line was connected to truwave (30ml) vamp jr. Pressure monitoring set. Two days later, the line was found disconnected in the baby's bed, with blood from the baby starting to back up into the tubing. The rn clamped the line tubing at the closest juncture to the breakage of the line, and was able to attach a 10ml syringe of normal saline flush, sterile, and flushed the blood back to the baby. Md was notified and new IV fluids were ordered, and a new tubing, plus vamp jr was attached to the baby. The breakage in the in the vamp jr. IV line was in a spot that is normally permanently affixed. The baby's co-morbidity was birth asphyxia. There was no tugging and pulling of the tube, and this is a standard procedure for the nurses and the staff. There was no patient injury or additional treatment required because of the tubing detachment.